Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument would not fire. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.